Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer observed an air bubble within the infusion set cannula leading the customer to believed they were not receiving insulin. The customer's blood glucose (bg) level was 519mg/dl and a manual injection was administered to address the bg level. An infusion set site change was performed resolving the issue. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.